Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# unknown, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial# unknown, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown, ubd: 11-dec-2022, product ID: 977a260, serial/lot #: unknown, ubd: 30-nov-2022. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient had a lead revision because the leads had migrated multiple levels south. New leads were placed and anchored down and before they finished, x-ray showed the leads migrated down multiple levels again. The healthcare provider (hcp) explanted the leads and left the battery in the pocket, hoping to save it. The patient was getting referred for a paddle. The hcp shared that the patient had a large epidural space and the leads were not going to stay in there. No patient symptoms were reported. No further complications were reported/anticipated.